Event description:
In evening, rns at patient's bedside doing rn handoff. Noted to have some blood backing up in the line. Chemo still infusing so will keep monitoring. 1 hour later rn checked line. Still with same amount of blood back up. Chemo still infusing. Approximately 1 hour later, rn called to bedside due to leak. Paused chemo. Cleaned up connection site. Blood visibly leaking from spinning spiros cap (with blue connector). Some leakage to shirt/blankets. Rn (charge nurse) at bedside and assisted with disconnecting patient from chemo. They calculated remaining amount and notified pharmacy and physician assistant (pa) to coordinate bag refill. This device was disposed of as line infusing chemotherapy. This is all the information available.